Manufacturer narrative:
(B)(4). Batch # r5a29j. Device analysis: the analysis found that one sc60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? No further information is available. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available.

Event description:
It was reported that during a laparoscopic unknown procedure, the device was locked out at the 3rd firing. The knife did not move forward after clamping the target tissue, and the jaws did not open. There was a possibility that the firing trigger was grasped slightly before clamping the tissue. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.